Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the ok button was found to be intermittently responsive. Contamination was found underneath the contacts for the ok, up, down, and contrast buttons. Unrelated to the keypad issue, the battery compartment was cracked. Additionally, the audio bolus button cover was found to be torn exposing the plastic slug.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the up, down, and ok buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).